Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had frayed cables at instrument tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter did not know which patient this instrument was last used on. The frayed cable was found by the sterile processing department. There was no report of arcing observed. There was no report of injury to patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. The instrument passed electric continuity test.